Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. In addition, the catheter met specifications during electrical testing and temperature testing. Microscopic inspection of the distal tip revealed an exposed portion of conductor wire 2 just distal to electrode ring 4 (approximately 0.50¿ proximal to the distal tip). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
This report is to advise of an event observed during analysis which revealed an exposed wire.